Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smartassist for use. Section: troubleshooting the purge system: ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure which triggers the ¿purge pressure high¿ alarm message could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ section: impella stopped: ¿if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿

Event description:
The complainant reported a 69-year-old male patient with caridomyopathy and other systemic comorbidities was implanted with an impella cp device for mechanical circulatory support. During impella support, the impella cp was exchanged due to a pump failure. The patient had a significant drop in blood pressure with a need for chemical resuscitation. After the pump was exchanged, the patient was stable.

Manufacturer narrative:
The manufacturer device report number for impella cp with serial number (B)(6) was submitted in error as there were no reportable allegations for this pump. The reported complaint of "pump stop" along with thrombus has been captured and reported under manufacturer device report number 1220648-2024-23515 for an impella cp with serial number (B)(6).